Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during a procedure on a patient with normal illiacs and a cfa (common femoral artery) stick, the angio-seal failed to deploy. The 6fr terumo sheath was removed and exchanged for the 6fr angio-seal sheath. The angio-seal device was then advanced into the sheath and clicked into place. They then deployed the anchor by clicking the device back into deployment position. When they pulled back, the device was completely removed. Hemostasis was not achieved by the device and manual pressure was held. The patient was stable and was later discharged. The procedure outcome was successful. Additional information was received on (B)(6) 18: the procedure being performed was a pci (percutaneous coronary intervention) with right femoral artery access. A 6fr pinnacle sheath was used prior to the angio-seal. A pre-deployment angiogram was performed. The shaft of the angio-seal delivery device broke while being advanced into the sheath and all components were able to be removed. Additional information was received on 10/24/18: when pulling back on the device the whole device (anchor and collagen) pulled out of the patient. Blood loss was minimal, only a few cc's.